Event description:
During a low anterior resection procedure, the staple line did not form properly. The surgeon overswed and applied cautery to complete the procedure. The hosp has reported that no pt injury occurred.